Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. The valve did not meet the requirements for leak testing due to a tear noted in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the surgeon thought the valve was obstructed. According to the report, the valve was replaced. Reportedly, the distal catheter remained implanted as the surgeon confirmed it was not obstructed by flushing it. It was stated there was no injury to the patient.